Event description:
A medtronic ave s670 over the wire stent delivery system of unknown size was inserted into a pt's left coronary vasculature. The stent was advanced through a previously deployed stent that was restenosed, towards an unknown target lesion. It was not possible to cross the target lesion, therefore, the stent and stent delivery system were pulled back. Upon removal, the stent dislodged from the stent delivery balloon in the left main coronary artery. A percutaneous transluminal coronary angioplasty balloon was used to "crush" the stent against the side wall of the distal left main and another MFR's stent was deployed to cover the crushed stent. It is not known if the physician followed the instructions for removal of an undeployed stent. There was no additional clinical sequelae reported relative to the event. No further info is available from the user facility despite repeated attempts to obtain more info regarding this event.